Manufacturer narrative:
MDR (B)(4)/ initial 3 of 6 based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the distributed stated six infusion set fell off during use for less than 1 hour on (B)(6) 2026.